Event description:
The device was used during a gastrectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported no pt injury occurred.